Event description:
It was reported to tyco healthcare in 2002 that a customer had a problem with a PICC. According to the customer the PICC catheters are rupturing near the hubs while inserted in a neonate. PICC lines had to be restarted.